Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient was implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation. X-rays were taken and indicated one of the leads had migrated. Surgical intervention was undertaken and both leads were explanted and replaced and an additional lead was also implanted. Postoperatively, the patient reported receiving effective therapy.